Event description:
The local area field representative reported the cause of the loss of capture, noise, and high pacing impedance measurements has not been determined. Additionally the physicians plans to continue monitoring the situation at this time. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. Should additional information become available this report will be updated.

Manufacturer narrative:
No additional information is available at this time and our records indicate this lv lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead is exhibiting loss of capture (loc), noise, and pacing impedance measurements greater than 2000 ohms. Additionally the patient reported experiencing a recent increase in shortness of breath. No additional adverse patient effects were reported.